Manufacturer narrative:
Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the non-preloaded multifocal intraocular lens (iol) was explanted from the left eye (os) due to patient experiencing visual issues, including blurred vision, halos, and glare. The replacement lens is another johnson and johnson, with same model but different diopter ( zkb00 22.0). There was no unplanned incision enlargement, vitrectomy, or sutures required. No additional medical attention or medication prescribed outside of standard of care was required. There was no delay in procedure. The directions for use were followed. Pre-operatively, the best corrected visual acuity (bscva) was 20/40 and 20/25 post-operatively. The patient has fully recovered. Through follow-up, it was noted that the the device did not cause or contribute to the event, and the patient did not report any loss of ability to perform daily activities. The patient experience a loss of two or more lines of bscva. The patient was neither over nor under corrected. Pre-op refraction was -0.75 +1.25 x5, post-op refraction was +0.75 sphere, and the intended target refraction was plano sphere. The post-exchange refraction was +0.50 +0.50 x90 . The patient had no pre-existing conditions affecting the calculation. No further information was provided.

Manufacturer narrative:
The product was received for evaluation. Additional information: section d9: device available for evaluation? Yes section d9: date returned to manufacturer: feb 10, 2026 section h3: device evaluated by manufacturer: yes device evaluation: visual inspection revealed that the lens was coated in viscoelastic residue with one detached and missing haptic. The lens was cleaned and no further issues were identified. During the product evaluation it was confirmed that the physical characteristics of the lens matched a zkb00 model lens. No issues that could cause or contribute to the complaint issues reported were identified during product evaluation. The observed during product evaluation could not be confirmed to be related to the manufacturing or design process. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.